Manufacturer narrative:
H10: a manufacturer's product support engineer (pse) evaluated the device and was not able to duplicate the alarm condition. However, the error for o2 device failed was confirmed in the device event log. Periodic maintenance evaluation including functional tests were performed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from customer biomed reporting an oxygen device failed alarm occurred on the v60 ventilator. The appropriate alarm sounded, and the device continued to function. The device was in clinical use. There was neither delay in therapy nor medical intervention reported in result of this issue. A manufacturers product support engineer pse evaluated the device and was unable to reproduce the alarm condition. The pse confirmed a cbit continuous built in test o2 device failed in the diagnostic event log. The device was removed from service and exchanged with another v60. Investigation is ongoing.

Manufacturer narrative:
E1: reporting address: (B)(6). Reporting postal: (B)(6). Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).